Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the pump "suspend" mode was not able to be turned off using the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly. No damage was observed to the pump keypad cover. All of the keypad buttons responded properly. The keypad cover was removed and no contamination was found under any button contacts. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.